Event description:
It was reported that patient underwent a knee arthroplasty in 2007. Subsequently, patient was revised on (b)(46 2013, due to tibial loosening. The surgeon removed all products and replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2007. Manufacture date ¿ unknown.